Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the (B)(4) 2009 and performed to specification up to the (B)(4) 2016. An increase in voltage during this time suggests a further pad-pak was installed. The device failed a self-test due to a low battery on the (B)(4) 2016. Later on this date an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups, mainly of ten minutes duration, were observed in the device memory between the (B)(4) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured during the investigation would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.